Manufacturer narrative:
Other applicable components are:: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the end of the implant procedure, impedances were being checked and one of the contacts was > 10,000 ohms. The surgeon removed it, wiped it down, backed the screw out and replaced twice with the same result. The surgeon then switched ports with the leads and then the same contact was still >10,000 ohms. It was decided that the surgeon was not going to change anything and that contact would not be used for programming. Programming was performed after the surgery and the high impedance contact was not used. The patient was getting good coverage and doing fine. There were no symptoms reported to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.